Event description:
Pt reported chills and low grade fever immediately after flushing port with heparin. Dose or amount: 500 units. Frequency: sash. Route: IV. Dates of use: one day in 2008. Diagnosis or reason for use: IV antibiotic administration push central port. Event abated after use stopped or dose reduced: yes.